Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was observed. To further investigate, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to oil gel globules were observed. 4 retained samples were therefore drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel globules. None of 4 tubes produced globules. The complaint has been confirmed for the presence of gel globules based on the photos provided; all retention samples were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced oil gel globules .this event occurred twice. The following information was provided by the initial reporter. The customer stated: the product has oil droplets.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced oil gel globules. This event occurred twice. The following information was provided by the initial reporter. The customer stated: the product has oil droplets.